Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics or motor assembly noted. The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The force sensor specific range is in specifications range (25.9 milivolts). Device received with broken belt clip rails and pillowing keypad overlay during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) in (B)(6), 2022 retainer ring = black. Patient hospitalized with high bg on (B)(6) 2021. No allegation to pump defectiveness noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics or motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. The force sensor spec range is in specs range (25.9 mv). Device received with broken belt clip rails and pillowing keypad overlay during visual inspection. Unable to confirm customer allegations for high bg. No device problem found during full functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized 2 full weeks due to high blood glucose on unknown date with blood glucose level was 1200 mg/dl. Customer stated that he passed out and was in a coma for a while. Customer had no idea but thought the pump was not working. Customer had thrown up a day before then high blood glucose took place. The customer current blood glucose level was 1200 mg/dl. The customer was treated with intravenous insulin drip. Customer reported that they did not used to auto mode feature at the time of event. The insulin pump will be returned for analysis.